Event description:
It was reported that the patient had been to the emergency room (ER) with an infection on the infusion site (arm). It is unknown if the emergency room confirmed the infection and how they were able to treat the issue. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and infection. No lot release records were reviewed, as the product lot number was not provided.